Manufacturer narrative:
According to the investigation, the identified root cause is that the wires of the triphasic cable on the main blindo connector were plugged with an incorrect sequence. This caused the damage of the power supplies of the modules mentioned above with the production of flames and smoke. The power supplies used in the automation system are certified for the electrical safety and the flame auto-extinguished, as expected. As consequence of this event to restore the automation system functionality, the wires of the triphasic cable on the main blindo connector have been correctly plugged and the power supplies of the involved modules have been replaced. The automation system is working according to specifications. The investigation has not highlighted any deficiency related to accelerator a3600 design. There have been no previous similar occurrences reported from the field. To avoid any re-occurrence, inpeco will test the assembled group (circuit breaker, triphasic cable and the main blindo plug) before the shipment to check the correct triphasic wiring sequence of the automation systems still in manufacturing. No further actions are foreseen.

Event description:
The event occurred during the installation of the automation system accelerator a3600 acp.480. When distributor service personnel powered on the automation system from the main electrical panel, the power supplies of several modules of the automation system were damaged. The service personnel observed flames from the electrical panel of the centrifuge module #1 and visible smoke from the electrical panels of the input output module, storage and retrieval module, centrifuge module #2, and (B)(4)interface module. The fire auto-extinguished without any intervention. Nobody present in the laboratory was injured.